Event description:
It was reported when using the bd vacutainer® urine transfer straw the holder separated from the straw exposing the cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine transfer straw the holder separated from the straw exposing the cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-jun-2025 investigation summary bd received nine samples and one photo for investigation. The photo shows that the holder has become separated from the straw and needle assembly. The nine returned samples were inspected, and no issues were identified. Regular inspections are performed on the adhesive bond to ensure that the bond will not break. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode separates. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.